Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an rash under the front therapy electrode. Follow up indicated that the patient's physician prescribed a medication and the rash improved significantly.